Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed multiple low flow alarms overnight despite the fact that the patient was hydrating. The site reported that they were concerned about a possible inflow obstruction and the patient was admitted to hospital. A preliminary review of the controller log files confirmed the reported low flow alarms. The patient¿s coumadin was held and they were started on heparin, dobutamine and lasix infusions. Echocardiograms revealed a mass within the left ventricle that was probably attached to the postero-medial papillary muscle or chords that had been seen in earlier studies. The site reported that the patient¿s estimated flows were trending upwards. By (B)(6) 2018, the patient was being treated with continued heparin infusion, but had not received thrombolytic therapy. However, the site indicated that they were concerned about the up-trending in the patient¿s ventricular assist device (vad) parameters. The patient is further reported to have developed dark urine and symptoms consistent with hemolysis. The pump remains in use. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump with a partial segment of the outflow graft was returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed a decrease in estimated flow starting march 28, 2018. Nineteen low flow alarms have been logged since march 27, 2018. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. Internal pathology report revealed evidence of thrombus within the pump. Dimensional verification revealed spring rate and rear housing disc curvature deviating from specifications. The mechanical abrasions observed on the lower housing ceramic surface and matching surface of the impeller are indicative that external factor such as thrombus (confirmed during analysis of the pump) may have forced the impeller against the rear housing with enough strength to overcome the rear preload of the magnetic spring/suspension system thus leading topremature deviation of the spring rate and disc curvature from specifications. As such, these deviations are likely the result of a clinical challenge to the pump and not the initial source of the reported issue. Failure analysis of the returned segment of outflow graft revealed that the device passed visual examination. Internal pathological report revealed no evidence of thrombus within the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Information available from the complaint record indicates that upon pump exchange, thrombus and pannus were noted and removed, this condition may have led to flow restriction during pump operation that most likely caused or contributed to the reported low flow alarms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient's recurrent episodes of gastrointestinal bleeding and anemia and the development of a left ventricular mass and the possible outflow graft kink may have contributed to these events. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Concomitant medical products: d142 - ICD, 7740 lead, 0295 lead: implanted on (B)(6) 2017. Additional products: outflow graft, lot#: 17000155-0508; implant date: on (B)(6) 2015; explant date: on (B)(6) 2018; concomitant medical products: yes, return date: 2018-10-08; device evaluated by MFR: yes. FDA method code(s): 10, 4112; FDA results code(s): 213; FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other devices involved in this event: brand name: heartware ventricular assist system ¿ outflow graft. Brand name: model #: 1125 / catalog #: 1125 / lot #: 17000155-0508 / expiration date: 30sep2022 / UDI #: (B)(4). Concomitant medical product: mfg date: 30sep2017. Labeled: yes. Device code(s): c63060. FDA conclusion code(s): 92. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the pump exchange, the surgeon noted that the outflow graft was quite long. The site felt that there might have been a kink in it along the right side of the pericardium. The pump was turned off and a section of the outflow graft was excised followed by re-anastomosis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s urine cleared and they were transferred to a stepdown unit on (B)(6) 2018. The patient was subsequently discharged home on (B)(6) 2018. The patient was then re-admitted to hospital on (B)(6) 2018 with black urine. Laboratory testing revealed an elevated lactate dehydrogenase level. An echocardiogram revealed interventricular septal motion consistent with right ventricular pressure overload. The patient underwent an emergent pump exchange. Inspection of the left ventricle revealed apparent thrombotic material at the apical connection point and this was carefully extracted with forceps. They also removed as much of the pannus and thrombus that was identifiable. The site further reported that they explanted the pump, they noted thrombus and pannus. No further patient complications have been reported as a result of this event.